Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test,restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime and system sensor test due to faulty force system sensor. Unit received with broken reservoir tube lip, cracked case at display window corners and minor scratches on lcd window. Unit received with corroded battery tube.

Event description:
The product was returned for unknown reasons.